Event description:
Literature was reviewed regarding 'exploring type iiib endoleaks: a literature review to identify possible physical mechanisms and I implications.' Talent, endurant and aneurx stent grafts were implanted along with non medtronic stent grafts in the study population. The time frame of this study was 'january 1998 to december 2022. Among patient adverse events included: rupture, aneurysm increase and reintervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Doi: https://doi.org/ 10.3390/jcm13154293 date of publish used for incident date in section b;3 d6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.